Event description:
The target lesion was left main trunk to the proximal left anterior descending artery (lad). The vessel was a de novo, concentric, bifurcated, calcified and flexed lesion. The lesion length was 40mm and vessel diameter was 2.5mm. Aha/acc classification of the vessel was a type c. The procedure was an elective case. Rotablator was conducted and then pre-dilation was conducted with a balloon (3.0/20mm) at 12 atm for 10 seconds. 1st cypher (2.5/18mm) was implanted (in the proximal lad) at 14 atm for 30 seconds at the target lesion. 2nd cypher (3.0/28mm) was implanted at 20 atm for 7 seconds at the proximal end of the 1st cypher with overlap. Post-dilation was conducted with a balloon (3.75/8mm) at 20 atm for 5 seconds. Timi flow before and after the procedure was 3. Ivus was conducted. The residual % stenosis was 0%. Act was not measured. Eight months after the index procedure, the patient complained of chest pain right after the dialysis. Nitroglycerin was placed under the tongue, but the chest pain did not subside. Therefore, the patient visited the hospital emergently. Ventricular fibrillation was observed and so defibrillation was conducted. An emergent cag was conducted and thrombus was observed inside to the distal end of the implanted cypher at the lad. To treat thrombus, aspiration and poba was conducted (2.5/15mm:maverick) inside of the stent at lad. After the poba, kissing balloon technique was conducted at lad with a balloon (2.5/15mm) and circumflex with a balloon (2.5/15mm). Inflation time and pressure was unk. There was no thrombus observed in the left main trunk. The procedure was safely finished. A week and four days later, the patient was in stable condition and was discharged from the hospital.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2008-00180. A device history review was conducted as and this lot of products met all requirements per the applicable manufacturing quality plan. Thrombotic events are a known potential adverse event following stent implantation. Review of the available information suggests vessel/lesion characteristics and patient factors may have contributed.